Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the oesophagogastric junction during an esophageal stenting procedure performed on (B)(6) 2014. The stent was being used to treat a stricture caused by a tumor. Reportedly, the patient's anatomy was dilated prior to the stent placement. According to the complainant, during the procedure, the physician attempted to cross the stricture with the stent. The stent was unable to cross the patient¿s anatomy due to the tightness of the stricture. The physician¿s attempts to cross the stricture caused the partial deployment of the distal end of the stent. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the stent was partially deployed by 7mm. A visual and tactile examination found no kinks or damage along the shaft of the device. The outer diameter at the widest point of the distal stent-covered portion of the delivery system was measured which is within specification. No other issues were identified during the product analysis. Based on the condition of the returned device, the noted issue was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the oesophagogastric junction during an esophageal stenting procedure performed on (B)(6) 2014. The stent was being used to treat a stricture caused by a tumor. Reportedly, the patient's anatomy was dilated prior to the stent placement. According to the complainant, during the procedure, the physician attempted to cross the stricture with the stent. The stent was unable to cross the patient¿s anatomy due to the tightness of the stricture. The physician¿s attempts to cross the stricture caused the partial deployment of the distal end of the stent. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.